Event description:
The peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient had their pd catheter (not a (B)(6) product) removed due to a yeast infection in the catheter. No additional information was obtained. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).